Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of unstable blood glucose levels. She states that it is her second month on the insulin pump and her levels range from 65 mg/dl to 400 mg/dl. Customer is treating her diabetes with humalog insulin but will be switching over to novolog soon. Customer declined troubleshooting from helpline because she wasn't sure if she was using the pump improperly or not. No products were returned, replaced, or shipped.